Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was going to the bathroom every 45 minutes, which started sometime in (B)(6) 2019, and needed to have their therapy adjusted. It was noted that they get confused and couldn¿t remember how to use their programmer (pp). Troubleshooting found that the pp was showing the ¿poor communication¿ screen, and the patient stated this started ¿a while back.¿ the patient repositioned and was still not able to connect. They then tried another antenna but got poor communication with both antennas. It was stated that the patient was not able to try using the pp without the antenna as it was too difficult for them to hold the pp on their back; they had had a back surgery and kept saying how uncomfortable they were and how much it hurt to try to sync even with the antenna. The patient was sent a replacement pp but called back as the new pp didn¿t connect with or without the antenna. It was then stated that they had ¿put a little weight on it,¿ and they ¿do have falls.¿ it was recommended that they follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.